Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: purge pressure low: the cause of the purge pressure low was not determined due to the issue unable to recreate on the returned pump, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient had cardiogenic shock and was placed on extracorporeal membrane oxygenation (ECMO) with impella cp. After being removed from ECMO, the patient was managed with cp alone. It was reported that immediately after changing the purge fluid, a "purge pressure low" alarm sounded, and the purge pressure dropped below 300mmhg. Following the instructions, the glucose concentration of the purge fluid was changed from 5% to 10%, and the alarm disappeared for approximately three hours, but then reappeared. Changing the route temporarily improved the condition, but the purge pressure again decreased. The support level was then increased from p-2 to p-6, and although the purge pressure fluctuated, it improved to the point where the alarm no longer sounded, so the patient was managed in this manner overnight. The next day, the doctor was notified, and the patient was returned to p-2, and weaning was initiated. The issue was resolved by changing the support level. The removal was unrelated to this failure mode (removed because of recovery of the patient's cardiac function).